Event description:
It was reported that the delivery system was difficult to remove and broke. During the lower extremity stenting procedure, a stent was successfully deployed in the distal superficial femoral artery (sfa). A 7x150x130 innova stent was then placed in the left proximal sfa successfully. When they were removing the delivery system from the patient, they noticed that the delivery system was tight on the wire. They continued to pull on the device and the catheter broke, but stayed on the wire. Everything was successfully removed from the patient. There were no patient complications and the patient was fine.